Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient staff injury was reported.

Event description:
The customer reported that the cine function intermittently was not operating properly. There is no report of injury or death associated with the event described in this complaint.